Event description:
It was reported that a revision surgery was performed due to dislocation. The doctor did not fault the devices as defective. The two implants were removed and other s&n devices were implanted. No delay or other complications were reported during the revision.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms per complaint details, a revision surgery was performed due to dislocation approximately 11.5 years post implantation. Although clinically relevant supporting documentation was unavailable for inclusion in the medical investigation, the ¿doctor says the device is not defect¿. Based on the limited information provided, the root cause of the reported event could not be concluded as the patient activity and/or trauma status remains unknown. However, dislocation is a known potential complication post tha. The patient impact beyond the reported revision and an expected transient rehabilitation phase could not be determined. No further medical assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.